Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery and the customer kept selecting resume instead or rewind until blood glucose level was high. Blood glucose value was 495 mg/dl; customer treated with insulin pen. Customer stated he was told the set could be used for longer than 3 days. Customer stated the alarm was resolved by a complete set change. The cause of the alarm was undetermined. It could have been a skin infection, site or set occlusion. The reservoir would be replaced and returned for analysis.